Event description:
A female infant with a history of stage ii hepatoblastoma required right hepatic lobectomy and chemotherapy. She underwent an ultrasound (us). The parents called the clinic where the us was performed and stated that they had to take the child to the emergency department as the child developed hives in the area where the us was performed. She did not return to our hospital's emergency department, so we have no information about the exam or treatment.